Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient asked for the battery level the implant should for their MRI appointment. Agent reviewed to patient that the implant should have at least 30% battery charge for MRI. Agent walked patient through connecting to the ins. When the patient connected to the implant the patient saw the por message alert. Agent advised pressing ok to clear the por message. Patient also saw that the implant was on MRI mode and they don't have an MRI appointment today. Patient deactivated MRI mode and confirmed they were able to see the battery life status of the implant, handset and communicator. The implant's battery level was at 80% during the call. The troubleshooting steps that were taken on the call resolved the issue. Patient also mentioned they don't have a managing doctor and they will have a new urologist that they will have appointment with.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.